Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reports that the lite glove has tears and the op table had to be reset.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were 51 unused samples and 6 decontaminated samples received for evaluation. A visual inspection was performed and two of the samples presented rips on the handles of the lite gloves. The split in the lite glove handle is caused by a pleat generated during the thermoforming process. This pleat creates weakness on the neck of lite glove. A formal corrective and preventative action was implemented for this reported issue. All manufacturing personnel were made aware of the reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.